Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak2 medium clamp shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported a suretrak2 medium clamp that was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.